Event description:
It was reported that the IV leaked at the septum. (B)(6) 2026 - after successful placement, the IV system leaked out the portal of entry after the needle was removed. A new IV needed to be placed.

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.